Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose level was 155 mg/dl. The reported issue had been resolved prior to the report to tandem technical support, therefore, a cause for the occlusion alarm could not be determined. Customer changed the cartridge and infusion set tubing to address the occlusion. Subsequently, the customer received a minimum fill notification after loading a cartridge with 280 units of insulin. Customer reloaded the same cartridge to resolve the issue. In addition, it was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Reportedly, the customer reloaded the same cartridge to resolve the issue.